Manufacturer narrative:
Internal reference number: case (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr surgery that had been performed on (B)(6) 2015, the patient experienced swelling around the implanted area. This adverse event was treated by a revision surgery on (B)(6) 2025, in which oxinium fem hd 12/14 28mm +0 was explanted. Current health status of patient is unknown.

Manufacturer narrative:
H2: corrected information in h6 (type of investigation). H3, h6: the reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the femoral head. Therefore, no investigation is deemed for the other devices. The associated device was returned and evaluated. A visual inspection of the returned device finds the device worn. The edges of the inferior surface are heavily scratched. The clinical/medical investigation concluded that, the scratches in the device could have been during removal but hip dislocations could cause wear. Based on the surgeon¿s revision notes, he thinks it was possible that the metal ions (no laboratories provided to confirm levels or which metal ions) were leaking from the oxinium head while in use, then adverse reactions to metal debris occurred. But no symptoms or findings beyond the inflammation sign of swelling were provided to confirm the diagnosis. The reported patient¿s history of congenital hip dislocation could not be ruled out as a contributory factor to the wear that was noted. The patient impact beyond the revision could not be determined since the patient¿s health status is unknown. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed in postoperative warnings and precautions that the patient should be advised to report any pain, swelling and unusual incidences. Patient reports should be carefully evaluated as they may indicate position changes in the components which may compromise the durability of the implants. Besides, in adverse events in primary and revision surgery states that failure to observe the warnings and precautions, trauma, strenuous activity, implant alignment, patient non-compliance, involuntary muscular disorders, improper or duration of service, may lead to revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.